Event description:
A customer reported that a knife was not sharp enough and bent during surgery. It is unk if there was pt involvement. Add'l info has been requested.

Manufacturer narrative:
A sample has been received and is awaiting eval. A root cause has not yet been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).